Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was verified and attributed to corrupt pace/defib core firmware. The pace/defib core 1.09 software was reinstalled to remedy the problem. Our records confirm that the customer was sent a software upgrade kit, but it cannot be confirmed that the upgrade kit was used on the device or loaded properly. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.